Manufacturer narrative:
The vest control unit was returned and evaluated. Hill-rom engineering found that a power failure caused damage to the blower, generator and main control board. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The patient reported to hill-rom that the vest control unit was smoking. The unit was located at the patient's home. The patient reported that he did inhale a small amount of smoke but did not report any injuries. The vest itself did not smoke, the control unit did. He was able to move the control unit outside onto his porch. This report was filed in our complaint handling system as (B)(4).